Manufacturer narrative:
Insulin pump passed the displacement test and self test. However, pump error 63 alarm (variableinfo = 03) confirmed in the insulin pump history due to broken trace on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via that the insulin pump alarmed hardware low level failures alarm. The customer¿s blood glucose level was 205 mg/dl at the time of the incident. Customer was able to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.